Event description:
Customer reported a blank display and alarms on her insulin pump. Customer's blood glucose was 277 mg/dl. During troubleshooting, customer inserted a fresh battery and the display returned. A temporary basal was not programmed before the alarm. The device was not stored for a long period of time. Customer was advised the device experienced an unexpected restart. She was told to monitor the device. Customer called back five days later reporting the same alarm. Her blood glucose that time was 405 mg/dl. She changed the battery out that morning and the device alarmed. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.